Manufacturer narrative:
Patient identifier: requested, not provided; age & date of birth: requested, not provided; patient sex: requested, not provided; weight: requested, not provided; ethnicity: requested, not provided; race: requested, not provided; implanted date: device was not implanted; explanted date: device was not explanted. A review of the device history record of the product code & lot number combination was conducted with no findings related to the reported event. Two (2) 8fr angioseal devices were returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, locator, and an unopened package. The device was visually inspected and appeared to have been in unused condition with minor signs of blood. The tubing of the sheath was found to have disintegrated into fragments and appeared consistent with embrittlement due to light exposure. The sheath and the unopened sample were subsequently sent for material testing to verify material degradation due to light absorption. As the failure was consistent with embrittlement due to uv/light absorption, the component was subjected to fourier-transform infrared spectroscopy (ftir) to test for material degradation. The infrared spectrum of absorption was compared with a negative control sample (ftir attached) to determine if the sample had experienced photo-oxidation due to light exposure. It was found that both samples showed degradation indicative of photo-oxidation which occurs upon exposure to radiation such as broad-spectrum lighting. The IFU and the labelling on the device packaging warns the user against exposure to sunlight and artificial lighting. The complaint was able to be confirmed for sheath breakage. The sample was found to have been exposed to uv/light exposure which caused the issue to occur. The likely cause of the event was determined to have been improper device storage resulting in light exposure and material breakdown. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt). This report is for the first device reported, for the second device reported that was used on the same patient. See MDR 3013394970-2023-00031.

Event description:
The user facility reported that upon opening first angio-seal they noticed the sheath was shattered. The angio-seal was set aside and another one from the same lot was opened. During deployment of the 2nd angio-seal the sheath broke off in the patient. The doctor then performed an emergent cut down to move the shattered sheath particles from the patient. The patient was stable, and the procedure was successful. Additional information was received on 24 jan 2023: the physician was able to remove all sheath fragments from the patient's anatomy. Additional information was received on 25 jan 2023: the procedure performed for the patient, prior to using the angio-seal closure device was endovascular abdominal aortic aneurysm (aaa). The procedure sheath that was used was an 8fr. There were no difficulties during the case at all with the access site or other products. A pre-deployment angiogram was performed. A surgical repair was preformed to remove the broken pieces and also to close the arterial access site. The estimated blood loss was less than 250cc. The angio-seal device was put in using a benson wire and not with the angio-seal wire. The angio-seal devices are stored in the hybrid room and are in a pyxis system. They can be exposed to ultraviolet (uv) lighting as the lights do remain on all night long. The angio-seal devices are also kept in the warehouse by the loading dock. These are on a shelf and can be exposed to ultraviolet (uv) light as well. The facility uses ultraviolet (uv) sterilization robots at night to clean the operating (or) rooms. Warning labels are on the white angio-seal boxes. In the pyxis system the angio-seal devices are stored individually and, in the warehouse, they are in the angio-seal box..